Manufacturer narrative:
This complaint is related to an echo-19 device of lot # c975002; 1 x echo-19 device of lot # c975002 was returned to cook ireland for evaluation. This echo device was received with the needle un-retracted and exposed approximately 14.2cm from the sheath of the device while the needle extender was positioned at mark 0. When the senior manufacturing engineer pushed the needle back inside the sheath with the needle extension handle positioned at mark 8, the correct needle extension was noted confirming that no part of the needle was missing. No stylet was returned with the device. A kink, which seems to have been straightened, was visible below the sheath extender when the sheath extender was positioned at reference mark 1. The distal sheath tip was examined but no damage was evident. The tip of the needle was examined and was confirmed to be intact. This distal needle tip was examined under the microscope and it was confirmed to be bent/folded over. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in advancing and retracting the needle. According to the research & development engineer, the bend/fold of the needle tip was most likely caused by the user blunting it on a hard surface in order to make it safer for handling and transportation. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c975002 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided by the customer: ¿the patient did not experience any adverse effects due to this occurrence¿. Complaints of this nature will continue to be monitored for potential emerging trends. This complaint is related to an echo-19 device of lot # c975002; 1 x echo-19 device of lot # c975002 was returned to cook ireland for evaluation. This echo device was received with the needle un-retracted and exposed approximately 14.2cm from the sheath of the device while the needle extender was positioned at mark 0. When the senior manufacturing engineer pushed the needle back inside the sheath with the needle extension handle positioned at mark 8, the correct needle extension was noted confirming that no part of the needle was missing. No stylet was returned with the device. A kink, which seems to have been straightened, was visible below the sheath extender when the sheath extender was positioned at reference mark 1. The distal sheath tip was examined but no damage was evident. The tip of the needle was examined and was confirmed to be intact. This distal needle tip was examined under the microscope and it was confirmed to be bent/folded over. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in advancing and retracting the needle. According to the research & development engineer, the bend/fold of the needle tip was most likely caused by the user blunting it on a hard surface in order to make it safer for handling and transportation. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c975002 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided by the customer: ¿the patient did not experience any adverse effects due to this occurrence¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include the device evaluation and investigation conclusions. Initial complaint description submitted as follows: after one pass, the assistant was advancing the needle of the echo device out 2cm, (the usual length) to advance the stylet through the needle to obtain the sample, there was a small separation of the sheath near where it connects to the handle. After that, the needle would no longer go in and out of the sheath when the handle was moved to and fro. The needle was then not able to be retracted back into the sheath.

Manufacturer narrative:
This complaint is related to an echo-19 device of lot # c975002. The echo-19 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle broke below the sheath extender during use, and as the needle was advanced/retracted during the procedure it resulted in damage to the sheath causing it to separate and subsequently preventing the advanced needle from fully retracting into the sheath. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c975002 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided by the customer: ¿the patient did not experience any adverse effects due to this occurrence¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After one pass, the assistant was advancing the needle of the echo device out 2cm, (the usual length) to advance the stylet through the needle to obtain the sample, there was a small separation of the sheath near where it connects to the handle. After that, the needle would no longer go in and out of the sheath when the handle was moved to and fro. The needle was then not able to be retracted back into the sheath.